Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found no defects on the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The stent struts were misaligned and stretched along the entire length of the stent. An examination found that there were no hypotube kinks along the length of the unit. However there were various kinks on the mid shaft located approximately 9mm, 36mm and 56mm proximal to the port bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50x16mm promus element ¿ drug-eluting stent was selected and advanced to treat the target lesion. When the device crossed, it was noticed that the proximal portion of the stent was deformed. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50x16mm promus element drug-eluting stent was selected and advanced to treat the target lesion. When the device crossed, it was noticed that the proximal portion of the stent was deformed. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported.